Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the defibrillator displayed a "change batteries" prompt and failed to discharge with attached electrode pads. The complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.